Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. As received, the device was returned above elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Electrical and mechanical analysis and longevity did not identify any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The reported device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.